Event description:
(B)(6) 2008: MRI of the cervical and thoracic sp1ne without contrast shows tiny central disc protrusions at c3-c4, c4-c5, cs-c6 and c6-c7. These do not produce significant central canal stenosis or neural foraminal compromise. Degenerative disc chances with disc bulges at t4-ts. Ts-t9 and t9-t10. Right paracentral protrusion at t7-t8 which appears to flatten the ventral aspect of the cord. Tiny central disc protrusion at t8-t9 which does not touch the cord. (B)(6) 2008: office note for low back pain; left leg pain developed x 2.5 years while walking at sea world. Worse with prolonged standing and walking. Initially prescribed celebrex and recommended esi. Also reports upper thoracic and thoracic back pain. Dx: lumbar degenerative disc disease and lumbar spondylolisthesis, l4 and l5. Indicates pt has not helped in the past and refused offer of esi. Surgery discussed. (B)(6) 2008: pa/lateral chest shows questionable right upper lobe long nodule. Consider correlation with a noncontrast chest CT. (B)(6) 2008: spondylolithesis and stenosis treated with excruciating back pain with flexion, extension and ambulation and bilateral leg pain; l>r; a small piece of bmp sponge <(>&<)> autograft placed anteriorly in the intervertebral space. A boomerang peek cage was subsequently packed; bmp <(>&<)> autograft placed in bilateral posterolateral gutters; fibrin glue was placed over the annulotomy in order to try to seal in any bmp leakage ¿ posterior spinal fusion, l4-%5. ¿ posterior segmental instrumentation, l4-l5. ¿ posterior intervertebral osteotomy, l4-l5. ¿ bilateral facetectomy and bilateral forarninotorny at l4-l5. ¿ laminectomy, l3 to l5. ¿ transforarninal lumbar interbody fusion, l4-l5. ¿ placement of peek cage, l4-l5. ¿ autograft, allograft, duramorph, and bone morphogenic protein. (B)(6) 2008: chest CT with contrast to evaluate right upper lobe nodule; possible alveolitis. (B)(6) 2009: venous us of bilateral extremities due to leg swelling/ pain s/p lumbar fusion (B)(6) 2008 indicates ¿normal lower extremity venous sonogram.¿ (B)(6) 2009: office visit notes w/indication of 3 weeks post op. Able to ambulate with minimal difficulty. The pain that she is having down the legs is completely gone. She is having some spasms. Incision is well healed. Sutures removed/ steri-strips replaced. Examination of bilateral lower extremities reveals 5/5motor strength. No deficits. No clonus. Down babinski. Negative straight leg raise. Deep tendon reflexes are 2+ bilaterally and symmetrically. Sensation in intact in all dermatomal distribution. Ap and lateral plane of the lumbar spine, which show well placed hardware at l4¿ l5 with screws in appropriate position as well as a well placed cage. (B)(6) 2009: referred for pain management. Taking lyrica and morphine. (B)(6) 2009: office notes indicate¿ status post posterior spinal fusion with instrumentation, laminectomy and decompression at l4-l5. The patient states she is doing rather well. She does have some continued pain in the right leg. Neurovascular status is unchanged. Four view lumbar spine films show well-placed instrumentation and cage. One year status post l4-l5 posterior spinal fusion with instrumentation. (B)(6) 2012: office visit notes w/indication of back pain; smokes 1 ppd; discussed pain management (B)(6) 2009: right sided buttock pain as well as leg pain. Increased lyrica. (B)(6) 2009: office notes indicate ¿eight week status post surgery. Reports some right buttock pain, which radiates over to the groin and occasionally down the leg depending on her level of activity. Able to ambulate with some increased pain with ambulation. No significant neurological complaints, however and overall appears to be doing very well. Followed by pain management and taking darvocet and soma and lyrica dose was increased last week to 75 mg p.o. T.i.d. And she seems to be having some relief with this. Radiographic studies, x-rays obtained today demonstrate hardware in good position with no signs of failure. Her cage is also in good position.¿ (B)(6) 2009: office notes one year status post posterior spinal fusion with instrumentation, laminectomy and decompression at l4-l5. The patient states she is doing rather well. She does have some continued pain in the right leg. Neurovascular status is unchanged. Four view lumbar spine films show well-placed instrumentation and cage. (B)(6) 2009: office visit notes indicate ¿three months status post posterior spinal fusion with instrumentation and tlif at l4-l5. The patient overall is very pleased with the outcome of her surgery. She is approximately 80% improved. She denies any lower extremity pain. She does admit to generalized low backache depending on what she is doing. The patient states that recently she has been under a lot of stress. She was laid off from her job after her medical leave expired. She experienced gastritis and esophageal candidiasis after her hospitalization due to trying to wean herself off morphine 95 mg. She began developing withdrawal symptoms, emesis, and nausea. She was dehydrated and had erosive gastritis. Therefore, she was admitted to memorial hospital and had IV antibiotics, later induced candidiasis, and she has been on diflucan. She has another course of approximately five days. She also states that she recently had trigger finger release of her right thumb, which has seemed to lay her up. The patient states that she was ambulating yesterday in the park without difficulty. No pain down her legs with ambulation. She has titrated down her lyrica where she was taking 75 mg twice a day and taking darvocet approximately three to four times a day as needed for the pain. Overall, she is very pleased with the outcome of her surgery of her lumbar spine. The patient states that she has quit smoking for the past month, and she continues to wear her bone stimulator.¿ x-rays obtained in the office reveal intact instrumentation and cages in adequate placement. There is some posterolateral gutter consolidation.¿ (B)(6) 2009: six months status post l4-l5 posterior spinal fusion with instrumentation, laminectomy, and decompression. She twisted her ankle in (B)(6) and started having some pain in her right buttock and hamstring tightness. The patient states it continues to persist. She denies any numbness or tingling in the arms or in the legs. No problems with any bowel or bladder. She is able to ambulate with no difficulty. Motor strength is 5/5 with no deficits. Sensation is intact to all dermatomal distributions. Plain films performed today show evidence of well-placed hardware and well-placed cage with no change in position. (B)(6) 2012: office visit notes w/indication of high bp lately (B)(6) 2012: office visit notes w/indication of back pain (B)(6) 2012: office visit notes w/indication of back pain and nausea; xray of lumbar/ thoracic spine ordered (B)(6) 2012: office visit notes w/indication of no new complaints; record is not legible but believe it indicates ¿smoking¿. (B)(6) 2013: office visit notes w/indication of cold symptoms dx and treated for uri (B)(6) 2013: office visit notes w/indication of back pain to her l knee and foot (B)(6) 2013: office visit notes w/indication of ER visit due to dizziness; diagnosed and treated for uti. (B)(6) 2013: office visit notes w/indication of difficulty sleeping (B)(6) 2013: office visit notes w/indication patient went to ER w/ abdominal pain (B)(6) 2013: office visit notes w/ no new complaints (B)(6) 2013: office visit notes appear to read that patient was referred for pt (B)(6) 2013: office visit notes w/ no new complaints; medications in notes are not readable; appears to be baclofen and 2 other medications.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.